Event description:
It was further reported that the device was re-oriented and all was well.

Event description:
It was reported that the patient¿s pain relief was not as good as he wanted nor as good as the trial and he wanted further programming. The patient had difficulty in getting coupling and difficulty charging since implant. He would try 10-15 times before getting 2 bars and stated he had never had over 2 bars. The patient was seen on (B)(6) 2015 for further evaluation. The patient was stated to be doing well, per medical records, but had occasional shooting pain where the ¿control panel¿ was. He presented with pain in the lower back at a 4 out of 10. The stimulator was shallow, and all edges of the stimulator could be felt. It was snug in the pocket, and no pocket changes had occurred. Using the antenna dial did not resolve the issue, and neither did replacing the recharge antenna. A different charger did not resolve the issue, still only 2 coupling boxes were obtained. Use of the antenna locate feature resulted in measurements of 73, 32, 74, 64 and 76. An x-ray revealed his stimulator had flipped. An xray from (B)(6) 2015 was also reviewed, and the stimulator appeared flipped then as well. The patient had to charge over multiple days extensively to get the stimulator charged and this was making the stimulator site sore. The stimulator was very tight against the skin. It was noted that the plan was to flip the device back in the operating room, and potentially replace the stimulator. Additional information about the procedure was requested, as well as the outcome. If received, a follow up report will be sent.

Event description:
It was further reported that the patient underwent revision on approximately 2015-(B)(6) due to the flipped battery. It was stated that prior to this, the patient had good coverage. After the revision, the patient¿s device thought the patient was laying left when he was standing up while using adaptivestim. How to reorient the device was reviewed. The outcome of the event was requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n485070, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).